Event description:
It was reported the patient was scheduled to have a revision surgery in (B)(6) 2015 to replace something. The reporter mentioned a lead, but they were not sure. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0bus7, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0c7ch, implanted: (B)(6) 2013, product type: lead. (B)(4).